Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Console logs from the reported day of event are consistent with complaint and show that soon after pump started, a placement signal not reliable alarm (#1036) presented and psnr condition did not resolve for the duration of support (35 days). There were also 4 isolated occurrences of a controller error alarm (#1045 due to opm communication invalid crc), which coincided with psnr alarms (#1036), however any direct relation (causality) could not be established: (B)(6) 2024 02:50:43 ossiopsens set invalid_bad_pressure_sample_mask, (B)(6) 2024 02:50:43 processsampleforopmdatapacketcrcerror: calculator placement signal 1045, (B)(6) 2024 02:50:43 impellaconnect_bridge: slay usb - serusb write error 26: 9 bad file descriptor, (B)(6) 2024 02:50:43 imcgui: event set: #1045 from 9 (1) (B)(6) 2024 02:50:43 processsampleforopminvalidsignalerror: calculator placement signal 1036 (B)(6) 2024 02:50:43 imcgui: event remove: #1036 from 9 (1) (B)(6) 2024 02:50:43 imcgui: event set: #1036 from 9 (1) (B)(6) 2024 02:50:43 imcgui: event remove: #1045 from 9 (1) ltlog and rtlog data confirmed that during the support placement signal values were invalid, snr had very low level, and contrast had unrealistic values between -3000 and +3000. After the pump was unplugged, the console presented with a controller error alarm (#1039 - defective optical sensor lamp). Console was received in (B)(6), in connection with complaint (B)(4) (shared failure mode), and tested - the issue was reproduced: there was no light visible in the optical pump connector, due to optical bench lamp assembly failure. With a temporary replacement lamp (light bulb), the optical bench operated within specification: cavity length: 14335 nm. Snr: (B)(4). Contrast: 63.5%. Lamp: 100.0%. Gain: 1.44. Mano: 764.5 mmhg. Light: 2.70 v. During testing of the console, a corruption of rlm som microsd card was also observed (unrelated to this complaint). A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported the patient had an impella 5.5 implant, and, after the implant, the optical sensor failed and there were placement signal not reliable alarms. Support was continued and staff monitored. It was found that this is likely an issue with the automated impella controller (aic). No known patient harm or injury has been reported.